Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: unk failure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a right coronary stenting procedure. Reportedly, after uneventful clip deployment and device removal, the pt still had bleeding. The clip was deployed and remains in the artery at the intended site. A chito-seal and manual compression were applied to achieve hemostasis. There were no reported adverse pt sequelae. Though requested, no additional info was available.